Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer's blood glucose was 224 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however the insulin pump had corroded keypad traces. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and missing end cap sticker.